Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint conditions for the 5.0mm cannulated drill bit (part 310.63 / lot pe01571) and the cannulated hexagonal screwdriver (part 314.05 / lot 4460407) were likely caused by a collision with something harder than bone and from wear over thirteen years of use respectively. However, this complaint is not likely a result of any design related deficiency. The 5.0mm cannulated drill bit and the cannulated hexagonal screwdriver are instruments routinely used in the 6.5mm and 7.3mm cannulated screws system. The drill bit was returned and reported to have become broken during surgery. This condition is confirmed as a triangular shaped tip has broken off from the distal portion of the device. It is likely that the device collided with the guide wire while drilling under power leading to this complaint condition. The device was manufactured in july, 2012 and is over three years old. The balance of the returned device is in otherwise fair condition with some wear at the proximal end. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ precision edge manufactured the 5.0mm cannulated drill bit, large qc / 300mm, p/n 310.63, lot number pe01571 dated (B)(6) 2012. The certificate of compliance indicated the lot was manufactured to the synthes drawing and conformed to material requirements, hardness, and specifications. The drill bits were inspected and conformed to the synthes inspection. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. (B)(6) parts were released to the warehouse on (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a (B)(6) year old male with the diagnosis of a left hip slipped capital femoral epiphysis underwent the following procedures: in situ screw stabilization of the left hip slipped capital femoral epiphysis and prophylactic screw stabilization of right hip. During the surgery, two items from two different 7.3 mm cannulated screw sets broke off into patient. The physician was able to retrieve the broken tips from 5.0 cannulated drill bit and the tip from the hand held cannulated screwdriver. Operative notes - left hip: the cannulated drill was advanced because the tip of the drill had broken. This drill fragment blocked efforts to place the screw and a second guide wire was placed posterior to the first one. The first guide wire was removed and a brief attempt to remove the drill tip fragment was made using a straight hemostat and this was successful. Right hip: as the screw was advanced to its final position, the tip of the screw drive broke. The hip was ranged with good motion and the screw imaged in multiple planes to confirm that the screw tip was well positioned. A perkins clamp was advanced over the wire and past the screwdriver tip. The guide wire was removed, along with the tip of the screw driver. Imaging showed the screw in place with no residual fragments of the screw driver tip. The incision was irrigated. Surgical delay was reported as: time was taken to recover the broken bits and get new devices but it was not a significant amount of time; the actual amount of time taken to recover the pieces was not documented or communicated. It was reported that the procedure was successfully completed. No issues were reported regarding the status / outcome of the patient. This is report 1 of 2 for com-(B)(4).